Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty scope socket. However, the specific cause of the faulty scope socket was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer, that when using a visera elite xenon light source, there was blinking on the front panel during the therapeutic procedure (laparoscopic colectomy/ileostomy). The procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the lamp igniting automatically and the front panel light emitting diodes (leds) would flash. Additional evaluation findings are as follows: the unit had a damaged top cover and the unit was slightly dusty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.